Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height cubie drawers 2-2, 3-1, and 3-2 on the main cabinet with all cubie pockets not detected on the bus. A field service engineer reseated row board and pyxibus cables, replaced all three retractor bands, and verified functionality by running tests in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device not detected on bus error, unrecoverable by users even after power cycling the pyxis. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.